Event description:
It was reported that stent damage occurred. A 2.75 x 8 synergy drug-eluting stent was selected for use. However, during unpacking, it was noted that the distal end of the stent was kinked. The procedure was completed with another of same device. No patient complications we reported.